Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the system was empty due to a fluid loss. No further information was provided.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific confirmed that the cylinder leak and bulge may have caused or contributed to the reported clinical observations. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Analysis found a leak in the first cylinder in the fabric bonding joint at the distal cylinder body. This leak was determined to be due to fatigue and a bulge was present in the proximal cylinder body when inflated with syringe. The other cylinder passed all leak and pressure tests performed. The pump and reservoir were tested and visually inspected; no visual damages were found upon inspection and they both performed within specification. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted and replaced due to a fluid leak that left the system empty. No patient complications were reported. No further information was provided.